Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter?s investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) cycler was returned for device evaluation for the reported condition of iipv. The reported issue was confirmed during the event history log review task. The device was determined to meet specifications for the reported difficulty of high drain 103 alarm. The cause was one or more cycles advanced to next fill when slow/no flow occurred above the minimum drain volume threshold.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a hi drain 103 alarm during therapy on the homechoice machine(hc). The technical service representative(tsr) assisted the caregiver(cg) to press stop and go to get to start in order to remove supplies. Was patient involvement; however, there was no injury or medical intervention reported.